Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device was not alarming as expected. No further explanation was provided. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of its alarms not working as expected could not be duplicated or confirmed. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined.